Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that on an unknown date, occlusion from the vicinity of the left flow divider to the femoral artery was noted. It was noted by the sales rep that the diameter of the left iia was about 9mm and so the 20mm used was oversized, leading to infolding and limb occlusion. The cause of the event is unknown as per the physician. It was reported that thrombectomy was performed and an excluder leg was additionally implanted. It was noted that the event has resolved. No additional clinical sequelae were reported and the patient is fine.